Manufacturer narrative:
Investigation summary: investigation revealed t2 humeral nail to be the subject product. No further associated products were reported. Review of the manufacturing records revealed no discrepancies. The item returned was documented as faultless prior to distribution. During investigation no material, design or manufacturing related issues were found. The humeral nail received was significantly damaged at the reception (proximal portion). All three seating slots (pegs) were completely broken off. The appearance of the damage pattern indicated that the nail holding screw was not sufficiently tightened during rotating the target device in order to advance the nail to its desired position, which utmost likely may have led to the damage found as a positive (frictional) connection between nail and nail adapter cannot be achieved if the nail holding screw is not properly tightened. A damage of the nail reception due to fixing the nail onto the target device in a wrong position, i.e. That the pegs of the nail adapter had been placed on the rim of the nail instead of being inserted into the intended position in the reception of the nail could also not be excluded. Reattachment of the target device to the nail after inserting the compression screw is described in detail in the ¿t² humeral nailing system op-technique¿ in chapter advanced locking mode. Based on the above observations the root cause of the reported event was not linked to a deficiency of the device, but was rather due to a sub-optimal intra-operative procedure and thus user related (non-intended use). Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
It is reported by the nurse of the hospital, that the clamp oft the target device broke during driving. New information received from the hospital indicated that the pegs of the nail where the target device is adapted broke during driving the nail.

Event description:
It is reported by the nurse of the hospital, that the clamp oft the target device broke during driving.new information received from the hospital indicated that the pegs of the nail where the target device is adapted broke during driving the nail.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.